Event description:
It was reported that when initiating a device interrogation the programmer was able to recognize the device and would begin to load the software, but would then revert back to the screen where the device could be chosen. Additionally, when attempting to interrogate an implantable diagnostic heart monitor model a black screen would appear with a "fatal" error. It was reported in the technical services call that the programmer was unable to open a version of the software for the implantable diagnostic heart monitor model. Although the programmer seemed to interrogate pacemakers and implantable cardiodefibrillators "just fine" when it attempted to open the software for that monitor model the programmer "crashed" and displayed a "fatal" error. The error would clear when the power was cycled which was attempted multiple times however it was noted that another error generated a different time. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of generated error codes and it was therefore reconfigured and the software reloaded. (B)(4).